Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The device/piece of material was not returned for evaluation. A photograph of the ¿small white plastic shaving¿, after extraction from the patient femoral artery, was provided. The material and size are unable to be determined from the photograph. As no lot number was provided, a lot history and device history review could not be performed. During manufacturing the introducer shaft and esheath are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported. A review of the IFU and training manual showed no deficiencies were identified. Per the instructions for use (IFU), caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. Inspect the length of the dilators and sheath for surface defects and damage prior to clinical use. The complaint for ¿introducer, shaft damaged¿ was confirmed. Per the complaint description, the emboli resembled a small white plastic shaving, which may have originated from the introducer device. It was noted that the access vessel was extremely calcified, and resistance was encountered when pre-dilating the access vessel with an introducer. If the introducer had interacted with calcification, which the resistance may be suggestive of, then the introducer may have become damaged, resulting in the emboli. However, as no sample was returned for evaluation, it cannot be determined if the emboli came from the introducer, and a definitive root cause cannot be determined. Due to unavailability of device, engineering was unable to perform any visual, functional, material, or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. Additionally, a lot history review and DHR review could not be performed as no lot information was provided. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. The complaint introducer, shaft damaged was confirmed. In this event, it was reported that an emboli resembling a white plastic shaving, thought to have come from the introducer shaft, was found in the patient¿s femoral artery post procedure. While a photograph of the emboli was provided, no samples were returned to edwards for evaluation. As such, the source of the emboli could not be determined. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. There is insufficient information to determine a root cause. In this case, per the report, the no flow to the lower extremity was likely due to the small particulate in the femoral artery. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the trend category (damaged). Since no manufacturing nonconformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Post transfemoral placement of the sapien 3 valve via commander delivery system through the esheath, a vascular complication was found. There was no flow to the lower extremity. The vascular surgeon opened up the groin and found a small particle in the femoral artery, in the posterior tibial artery. It looked like a small white "plastic shaving". The patient left the surgery in stable condition. The particle piece was not saved for return, but the site was educated regarding the need to save these pieces. No devices were saved for return. Prior to insertion of the esheath, the access vessel was pre-dilated with the second dilator that comes with the sheath and there was a little resistance, but nothing significant to indicate we would have issues placing the sheath. There was resistance placing the esheath, but it was not significant enough to have foreseen damage to the device. There was no esheath removal difficulty. No tear was noted on the esheath upon removal. Per discussion with the vascular surgeon who performed the cutdown, the pieces looked like "small sheared off pieces of plastic" speculated to be from the hydrophylic dilators. The vessels were extremely calcified and that would explain these small pieces of debris.